Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported on their visit on (B)(6) 2017 that their device "shut off" but they spoke with manufacturer representative on phone and was able to resolve over phone assistance. During the visit on (B)(6) 2018, patient reported that their device had "shut off twice" but was able to restart with 'on' button on remote. The etiology was reported to be possibly related to device or therapy but not related to implant procedure. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown if there was a device issue or malfunction. It was noted that the cause of the device having had ¿shut off¿ twice was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.